Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized for the event. On an unreported date, patient began treatment for the suspected peritonitis with unspecified injection antibiotics (dose, frequency and lot number not reported). The outcome of the suspected peritonitis was unknown. The action taken with dianeal therapies was unknown. No additional information is available at this time.